Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed on the same system, as the issue was intermittent. A philips field service engineer (fse) visited the site to analyze the system log files and identified a defective point (power inverter) gate drive, along with a negative kvma (kilovolt milliampere) value. The cause of the point failure could not be conclusively determined by the supplier's part analysis, however the replacement of the point by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system as the issue was intermittent, is not likely to cause or contribute to death or serious injury should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system would not perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.